Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s) and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the extension tubing is confirmed but the exact cause remains unknown. Two opened and one sealed 22 ga x 0.75 winged infusion set packages were returned for investigation; however, four 20 ga x 0.75 in wing infusion set devices were also returned. Two of the packaging labels contained lot: recx2098 with one of them being sealed. The third packaging label contained lot: recr2915. One sample was returned with evidence of use within the extension tubing. The used sample contained adhesive tape on the wings. A split was observed in the extension tubing distal to the proximal hub. The three unused samples were flushed with water using a 12 ml syringe and no leaks were observed during infusion and pressurization. Microscopic observation of the damaged sample with a split in the extension leg revealed a rough and uneven surface. Based on the condition of the returned sample, possible contributing factors include securement technique, material fatigue, and excessive tensile force. A lot history review (lhr) of recr2915 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr2915) have been reported from the same facility in (B)(6).

Event description:
It was reported "the needle extension was cut from the luer lock side".